Event description:
It is reported that a patient suffered stent thrombosis 28 days post implant of a resolute integrity drug eluting stent. Information from the account confirmed that the physician felt the stent thrombosis was unrelated to any issues with the device.

Manufacturer narrative:
Results: root cause of event could not be determined. Inherent risk of procedure -stent thrombosis. Conclusion: root cause of event could not be determined. (B)(4).